Event description:
This was a left sided lead removal case conducted in the hybrid or to remove a total of 2 leads (sjm 1580 - rv and sjm 1488tc - ra; both 109mths old) due to abnormal rv lead impedance, with noise in the ra lead. Beginning in (B)(6) 2011, the impedance rose from 400 to 2000 with elevated rv pacing thresholds. The patient was prepped with an arterial line, fluoroscopy in use and tee available. The cvs was scrubbed in and present, there were blood products available. The md opened the pocket and prepped the ra lead with an lld-ez, the rv lead with an lld# 2. Lasing began on the ra (1488tc) lead with a 12f sls ii/ visisheath 33cm small combination successfully removing the lead. The md then upsized to a 14f sls ii/visisheath 33cm medium combination and began lasing the rv (1580) lead. Upon passing the tricuspid valve with the 14f sls ii, lasing slowed. The lead was at this point manually traction with the lld #2, eventually "popping out." The md was unable to pull the lead through the 14f sls ii ultimately having to pull the entire extraction system (sls, lld and visisheath) and the rv lead out together. It was noted upon removal, the rv lead's conductor cables were externalized and were "bunched up inside the sls" thus becoming an obstruction within the laser sheath. There was no indication during the pre-operative radiological studies (chest CT and cxr), nor during the case (fluoroscopy or tee) the conductor cables had breached the rv lead's insulation. Approximately 5 minutes after the extraction of the rv lead, the patient's blood pressure began to decline and fluoroscopy showed evidence of an effusion. The cvs performed an emergent sternotomy and placed the patient on bypass. A small rv perforation was found and successfully repaired. The patient stabilized, was removed from bypass, chest closed, and was eventually transferred to the ICU for recovery.

Manufacturer narrative:
Device was disposed of during the code.